Manufacturer narrative:
Investigation results: during testing no non-conformances were discovered; therefore, the product complaint is not confirmed.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.